Manufacturer narrative:
Details of complaint: the customer reported that this org was experiencing communication loss (comm loss) intermittently. Technical support (ts) worked with the customer and resolved the issue through troubleshooting; however, the issue keeps returning. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue could not be duplicated; therefore, a root cause could not be established. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 09/01/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 12/18/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 12/18/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 12/18/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 12/18/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 11/16/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 11/16/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 11/17/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 11/17/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this org was experiencing communication loss (comm loss) intermittently. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this org was experiencing communication loss (comm loss) intermittently. Technical support (ts) worked with the customer and resolved the issue through troubleshooting; however, the issue keeps returning. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: pu-681ra serial #: (B)(6) device manufacturer data: 09/01/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/18/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/18/2020 unique identifier (UDI) #: ((B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/18/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/18/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 11/16/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 11/16/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 11/17/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 11/17/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no.

Event description:
The customer reported that this org was experiencing communication loss (comm loss) intermittently. There was no patient injury reported.